Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for complex regional pain syndrome type I. Although the patient selected that they had deep brain stimulation for tremor control, this contradicts patient records. It was reported that the patient needed someone to check their stimulator because it had not been working. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they noticed neurostimulator (ins) not working in 2015; they tried to restart their ins themselves but it kept on blinking and they were unsure what caused the issue. The patient also reported that their leg hurt when they walked and they had more lower back pain. They have notified their physician of the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.